Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 6 x 100 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advanced to the lesion and when inflated the balloon ruptured prior to reaching the rated burst pressure (rbp) of 18 atmospheres. No other information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection were performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received indicates that the procedure was to treat a re centrol occlusion lesion in the non-tortuous, non-calcified, 80% stenosed, proximal cephalic vein. No resistance was felt during advancement of the armada 35 catheter to the lesion. Upon the first inflation just before the nominal pressure of 6 atmospheres the balloon ruptured. A new unspecified balloon catheter was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effects. No additional information was provided.